Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 157 mg/dl. The customer stated that she was push in the water with the pump on. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube and vibrator assembly however, found corroded keypad traces during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, and scratched reservoir tube window.